Manufacturer narrative:
(B)(6). Concomitant medical products - e-poly 36mm +3 hiwall liner item # ep-108323 lot # 805520. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03783-2. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was not performed due to limited information. Photographs of the explants show broken liner and ring might be during surgeon explanting the components, and the product was not returned, so no further evaluations could be performed for the reported event. X-ray review was unable to confirm the reported event but did note an age-indeterminate, minimally displaced fracture involving the right inferior pubic ramus. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision surgery approximately two years post implantation due to liner dislodging from the acetabular component. X-ray review states minimally displaced fracture involving the right inferior pubic ramus.